Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient's left hip was revised due to femur fracture sustained after a fall. Femur was revised to a restoration modular stem and an endo head. All information that is available on this patient is included in this report." Spoke to rep, who confirmed that fracture was of the patient's native femur and not any implants. There are no allegations against the femoral head or bipolar component. Rep provided the primary usage sheet and re-confirmed that no further information will be available.